Manufacturer narrative:
The customer reported that their transmitters are displaying incorrect spo2 readings for newly admitted pediatric patients. Nk ts informed the customer that they need to change the cns alarm parameters from adult to pediatric when they first admit the patient. The customer will follow up once they confirm if these settings were changed or not. No patient harm or injury was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available. The following fields contain no information (ni), as attempts to obtain information were made but not provided: brand name, model name, catalog name, serial number, unique identifier (UDI) number, approximate age of the device. No serial number was provided, so the age of the device is unknown, PMA/510(k) number, device manufacturer date. Multiple transmitters were used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: multiple transmitters: model: zm-531pa, s/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their transmitters are displaying incorrect spo2 readings for newly admitted pediatric patients.

Manufacturer narrative:
Details of complaint: the customer reported that their transmitters were displaying incorrect spo2 readings for newly admitted pediatric patients. Nk ts informed the customer that they need to change the cns alarm parameters from adult to pediatric when they first admit the patient. The customer will follow up once they confirm if these settings were changed or not. No patient harm or injury was reported. Service requested / performed: troubleshooting. Investigation summary: the customer indicated that the nurses might be using non-nk pediatric spo2 cables and that the alarm parameters also were not properly changed when admitting pediatric patients. Nk ts provided the customer the nk approved part number for disposable pediatric spo2 cables. Follow up with the customer identified that the issue had been resolved. Based on the available information, the root cause of the event is inadequate user training. The operator's manual for the zm-521pa identifies the appropriate cables and probes used for children, adults, and neonates. As this issue has an overall risk score of medium, a CAPA is not required per corrective action and preventive action process, (B)(4). Additional device information: d10 concomitant medical device: the following devices were used in conjunction with the cns. Multiple transmitters: model: zm-531pa, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: (B)(4).

Event description:
The customer reported that their transmitters were displaying incorrect spo2 readings for newly admitted pediatric patients.